Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. (B)(6). A medtronic representative inspected the imaging system on-site. It was found that the door home switch was damaged, which directly caused the reported issue. The door switch was replaced and the issue was resolved. Return of the damaged part has been requested. No part has been received by the manufacturer for evaluation. A full imaging system check-out was completed on-site following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues were reported.

Event description:
A site representative reported that the imaging system door was unable to be closed completely. The door home switch was reportedly damaged, preventing normal operation. This was discovered outside of any patient involvement. No additional details were provided.